Event description:
The following has been reported: reported that a staff member turned in tubing where the secondary port was not flushing. Will send tubing. No patient harm. Reporting due to referenced issue. No adverse effects were reported. The set was received back for investigation. Returned admin set came with saline solution syringe attached to y-site on patient end of admin set. Had small amount of initial resistance in syringe and then dispensed smoothly. Syringe dispensed correctly from y-site when admin set was closed, flowing slowly, and flowing freely. Attached a check valve to the end of the patient side admin set tubing and this also behaved as expected when the admin set was set to free flow or closed. Admin set performed as expected. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.